Manufacturer narrative:
Correction the initial medwatch. The aware date should be 18-jan-2022. Correction to add the foreign country japan. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.

Event description:
Customer requested repair request for hole on forceps channel. There is no patient involvement on this event. Device inspection found coating peeling on insertion tube and deterioration. This report is being submitted for coating peeling , deterioration of insertion tube.

Manufacturer narrative:
Device was inspected and the following defects were noted on the device: leakage on operation body unit. The a-rubber adhesive part was found chipped. Light guide tube was crushed and light guide found has scratch. Furthermore coating peeling was found on insertion tube. Wear on sw 1 and sw4 (switches) were observed. The sw1 and sw4 does not work. Angulation is insufficient. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.